Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11dec2018. The customer was sent a part. The customer replaced the power status overlay to address the issue and all tests passed. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined

Event description:
It was reported that the ventilator keypad was intermittently not working. No patient involvement. The event date was not specified; estimate used.